Manufacturer narrative:
Due to lack of essential information (e.g. Article number, lot number, ...) We have inspected the last three quality inspection forms of batches we have shipped to our distributor and no deviation was detected. Furthermore, we have consulted a well established pelvic surgeon to gain professional clinical feedback. The statement refers to the x-rays in low resolution as sent on (B)(6)2016 and further clinical data is missing. Device not returned

Event description:
We have received the information via e-mail from our distributor that a pelvic plate broke. The e-mail contained a pdf file with low resolution x-rays pre-op and post-op. No article number, lot number, post-op instructions, further explanation of the surgery and the incident were provided.